Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and heat certifications did not identify any related manufacturing deviations or anomalies. Additionally, research using the as400 system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports of any kind have been received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The femoral stem was determined to be fractured from review of x-rays. Revision surgery is scheduled for (B)(6), 2010.